Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) level was 600 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy.

Manufacturer narrative:
Updated: b1, b3, b5, medical device problem code, investigation findings, investigation conclusion, component code.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 600 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy.